Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through full functional testing using the customer's returned multifunction cable without duplicating the report. The activity log was reviewed and the device was powered on in auto AED mode. In auto AED mode, the device will continue to display the "attach pads" prompt unit it detects a valid patient impedance between 15-300 ohms. If the device is not connected to anything, is shorted to the side test port, or has a shorting plug or closed pads attached it will continue to prompt "attach pads". The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.